Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket wire of an ngage nitinol stone extractor was found to be out of shape. The issue with the device was discovered prior to patient contact. The unspecified procedure was completed by using a new device. There were no adverse effects to the patient reported.

Manufacturer narrative:
Corrected information: h6: component code (annex g). Summary of event: as reported, the basket wire of an ngage nitinol stone extractor was found to be out of shape. The issue with the device was discovered prior to patient contact. The unspecified procedure was completed by using a new device. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device along with a functional test were also conducted. One ngage nitinol stone extractor was returned in an opened box with no other packaging. The shrink tube that secured the proximal end of the basket was observed to have moved distally. The handle actuates basket assembly; however, the formation does not open fully. The handle was disassembled, but manual actuation made no difference. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU provides suggested handling instructions for extractors and forceps to include, provides the following information: important: excessive force could damage device. The returned device was found to have a basket that was severely deformed in the open position. The shrink tube that secured the proximal end of the basket was observed to have moved distally, preventing the basket from opening properly when the handle was functioned. It was reported the issue occurred before use of the device. Devices are tested multiple times to ensure the basket functions properly and are packaged with the basket in the open position. The shrink tube may have been dislodged during unpacking of the device, or subsequent handling before use, however, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.